Manufacturer narrative:
Due character limit e1: event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp), it was malfunctioning and needs calibration. There was no harm reported.

Manufacturer narrative:
Corrected fields-d4(model no.) Updated fields- b4, g3, g6, h2. H6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse tested pump in diagnostics and could not duplicate calibration failure. Examined fault logs and observed no critical failures. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.